Event description:
A report was received that the patient developed an non-device related infection. The ipg was explanted due to the infection.

Manufacturer narrative:
Analysis of the ipg confirmed the ipg passed all tests performed.

Event description:
A report was received that the patient developed an non-device related infection. The ipg was explanted due to the infection.